Event description:
It was reported that the patient experienced shaking. It was noted that the patient called 911 and the paramedics were treating the patient. It was unknown if the shaking was device related. The patient was reportedly doing well.